Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: the balloon was observed to be ruptured. Edges of rupture site appeared to match up. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. Additional manufacturer narrative: per the product evaluation, the customer report of "balloon rupture" was confirmed. Per the engineering evaluation, a manufacturing, supplier, design, IFU, and labeling defect was not confirmed. The root cause cannot be determined at this time. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Edwards received additional information that a traditional knot pusher was used. It was also confirmed that the intraclude device was prepping with 30ml of saline. Once introduced, initial volume used was 25ml and, as per list of balloon pressures, an additional total volume of 3.5ml was added to the balloon (0.5ml x 7). The access to the mitral valve through atriotomy. A supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
The device has been returned for evaluation. At this time, the evaluation is not complete. A supplemental report will be submitted upon device evaluation completion.

Event description:
As reported, a balloon rupture of the intraclude device occurred during the implant of a 34mm edwards mitral ring by using minimally invasive cardiac surgery through right thoracotomy. Intraclude was review and prepared as per IFU and everything was normal. 30 ml were used to prep the balloon and 25ml were additionally added. No contrast medium was used, only saline. Edwards arterial cannula was used during the procedure. Initial balloon pressure was 329 and aortic root pressure was 79. The patient´s aorta was normal and healthy, no plaques/calcification. There were no difficulties in inserting or advancing the catheter. A list of all recorded balloon pressures was provided. The balloon integrity was lost when all stitches on mitral annulus were already done; however it burst during knotting the last sutures. As there was little time left, the procedure was finished under ventricular fibrillation. There was no allegation of significant prolongation of surgical/bypass time. The patient was doing well. The center is very experienced with the device and also a proctoring center.